Manufacturer narrative:
Biomerieux completed an internal investigation. The customer's strain and sample data were not provided for investigation. The expected result of the organism was unable to be confirmed, the isolate was not tested using the sequencing reference method. The following information is mentioned in the vitek ms knowledge base user manual ref. 161150-924 ¿ a for vitek ms clinical use v3.2: additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ review of the instrument fine-tuning data confirmed the fine-tuning was acceptable and the calibrator ¿all peaks¿ values were homogeneous. Biomerieux reviewed complaints of misidentification results obtained with the vitek® ms due to unknown root cause. This review did not identify a trend.

Event description:
A customer in the united states notified biomérieux of obtaining misidentification results and low discrimination results in association with the vitek® ms instrument (ref. 410895, serial# (B)(4)) when testing patient isolates. The customer stated the vitek® ms identified an isolate as strep b 50/ e.coli 50. The customer confirmed the expected result for the patient isolate was group b streptococcus. Note: the vitek® ms obtained an identification which included group b streptococcus; this result is valid and not considered a misidentification result. The customer also stated they obtained multiple other misidentification results; however, no additional information regarding the misidentifications has been provided. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health.